Event description:
Cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. It was reported that a pt had a carotid endarterectomy angioplasty with cormatrix ecm for carotid repair sometime in (B)(6) 2014. The surgeon reported that the ecm had delaminated prior to used. The surgeon indicated that the patch was soaked in error for an excessive amount of time (20 minutes or more). The surgeon noticed the delamination but used the patch anyway. There were no procedural delays or other complications reported.

Manufacturer narrative:
No sample was returned for eval. The instructions for use for the cormatrix ecm for carotid repair states, "hydrate the cormatrix ecm by placing it in bowl of sterile saline or other sterile isotonic solution for approximately 10 - 20 minutes prior to use". And "if delamination is observed, do not implant the cormatrix ecm". The surgeon indicated that the patch was soaked for an excessive amount of time (20 minutes or more).